Event description:
Clinical study. Same case as MFR#6000093-2006-01628. It was reported that 236 days post index procedure, the patient expired. The index procedure treated 1 de novo lesion in the proximal rca. No lesion characteristics are available. The physician pre-dilated the lesion prior to placing a 2.75 x 28 mm taxus express2 stent, along with a 2.5 x 20 mm taxus express2 stent. The 2 stents overlapped. The patient received heparin and plavix during the procedure. The patient was discharged 2 days post index procedure receiving aspirin and plavix. On day 236, the patient expired. The site reported the death as cardiac related. The patient was taking aspirin and plavix at the time of the event. No further information is available at this time.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.